Event description:
It was reported that the blood glucose readings have been off. Customer stated that she had a low blood glucose reading of 58 mg/dl. The blood glucose reading are going high and low. Customer believes the reservoir is leaking. Customer stated that she can see insulin residue at the bottom of the reservoir by the o-rings. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.